Manufacturer narrative:
(B)(4). Date sent to FDA: 04/20/2018. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure for stress incontinence and mesh was implanted. The patient experienced vaginal pain and dyspareunia on one side. The mesh was partially removed on an unknown date. The patient reported that she is doing well after the partial removal. No additional information is available.